Manufacturer narrative:
The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The user facility returned four masks of the same lot number subject of the reported event for evaluation. No issues were noted. The ultra earloop mask w/secure fit mask technology is latex free. No additional issues have been reported.

Event description:
The user facility reported that a student and instructor experienced rashes and skin irritation while wearing ultra earloop masks w/secure fit mask technology. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
It was reported that an employee self-applied a steroid cream to treat the reported skin irritation. No additional issues have been reported.